Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
The article ¿early ¿ versus newer ¿ generation transcatheter mitral valve edge-to-edge repair systems¿ was reviewed. This research article is a prospective, multicenter experience to compare procedural and clinical outcomes for both devices in patients with degenerative mitral regurgitation (dmr) or functional mitral regurgitation (fmr). Optimization catheter valvular intervention (ocean) ¿ mitral resgistry was used, which included 3,738 patients undergoing mitraclip transcatheter edge-to-edge repair (teer), with either g2 or g4 mitraclips were analyzed. Outcomes included procedural metrics, echocardiographic parameters, and clinical events. Between april 2018 and june 2023 patients underwent m-teer. The article concluded that the newer-generation teer system offers a safer and more efficient procedure, with shorter procedural time, fewer mechanical complications, fewer clips, and a lower postprocedural transmitral mean pressure gradients (tmpg), contributing to reduced heart failure (hf) rehospitalization risk, particularly in dmr. The primary author of the article is taishi okuno. The correspondence author is dr. Masaki izumo. Corresponding email: heartizumo@yahoo.co.jp. Between april 2018 and june 2023, 3,738 patients underwent m-teer. The mean age was 80 and 56% were male. As this is from a literature review, patient weight was not provided. Comorbidities included: degenerative mitral regurgitation, functional mitral regurgitation, hypertension, diabetes mellitus, dyslipidemia, chronic kidney disease, atrial fibrillation, and chronic obstructive pulmonary disease (copd). Adverse events included: additional clips, single leaflet device attachment (slda), leaflet tear, clip embolism, mitral stenosis, hospitalization, additional mitraclip procedure.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip devices were reported in a research article in a subject population with multiple co-morbidities including degenerative mitral regurgitation, functional mitral regurgitation, hypertension, diabetes mellitus, dyslipidemia, chronic kidney disease, atrial fibrillation, and chronic obstructive pulmonary disease (copd). Complications reported included additional clips, single leaflet device attachment (slda), leaflet tear, clip embolism, mitral stenosis, hospitalization, additional mitraclip procedure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article ¿early ¿ versus newer ¿ generation transcatheter mitral valve edge-to-edge repair systems¿ was reviewed. This research article is a prospective, multicenter experience to compare procedural and clinical outcomes for both devices in patients with degenerative mitral regurgitation (dmr) or functional mitral regurgitation (fmr). Optimization catheter valvular intervention (ocean) ¿ mitral resgistry was used, which included 3,738 patients undergoing mitraclip transcatheter edge-to-edge repair (teer), with either g2 or g4 mitraclips were analyzed. Outcomes included procedural metrics, echocardiographic parameters, and clinical events. Between april 2018 and june 2023 patients underwent m-teer. The article concluded that the newer-generation teer system offers a safer and more efficient procedure, with shorter procedural time, fewer mechanical complications, fewer clips, and a lower postprocedural transmitral mean pressure gradients (tmpg), contributing to reduced heart failure (hf) rehospitalization risk, particularly in dmr. The primary author of the article is taishi okuno. The correspondence author is dr. Masaki izumo. Corresponding email: heartizumo@yahoo.co.jp. Between april 2018 and june 2023, 3,738 patients underwent m-teer. The mean age was 80 and 56% were male. As this is from a literature review, patient weight was not provided. Comorbidities included: degenerative mitral regurgitation, functional mitral regurgitation, hypertension, diabetes mellitus, dyslipidemia, chronic kidney disease, atrial fibrillation, and chronic obstructive pulmonary disease (copd) adverse events included: additional clips, single leaflet device attachment (slda), leaflet tear, clip embolism, mitral stenosis, hospitalization, additional mitraclip procedure.